Event description:
Initial free t4 result 53 pmol/l. Same sample repeated using different instrument, different method, gave result of 19 pmol/l. If additional information is received, appropriate notification will be provided.